Event description:
It was reported that the "dermatome started smooth then jumped and stuttered. The graft was not a smooth sheet, very choppy. A dermatome blade with # (B)(4) was used and they changed out the blade for a different lot # and it worked fine." "No loss of power. Tried 2 different power boxes. The depth of the graft blade setting was not known." There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.